Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results from the user culture test, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where the following deviation from the instructions for use (IFU) were identified: no water aspirated through the instrument/suction channel with a suction pump was performed. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 4cfu/endoscope. Bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: paenibacillus sp., filamentous fungi. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 6cfu. Bacterial identification: coagulase-negative staphylococci, filamentous fungi. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 1cfu/endoscope. Bacterial identification: micrococcaceae. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: 1cfu/endoscope. Bacterial identification: filamentous fungi. Sampling date: (B)(6) 2024 sampling from: distal end channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unknown amount of colony forming units (cfus) of an unknown microbe. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.